Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the trocar had breakage after pneumoperitoneum installation. All med watch submissions related to ths report are: 9610612-2018-00234, 9610612-2018-00263.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The trocar is broken approximately in the middle of the shaft. No pores, inclusions or foreign bodies could be found on the point of rupture of both parts. Several small cracks rise from the point of rupture are observable on both parts. The possibility can not be ruled out that small fragments are missing. Furthermore several residues of surgery remained on the shaft. Batch history review: the device quality and manufacturing history records have been checked for the available lot number, and found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause of the failure. We assume a manufacturing or a design related error, or a combination of multiple factors. Corrective action: please refer to (B)(4).